Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that if the meter ok button was pressed when the infusion device was in the middle of a bolus delivery, the pump would stop insulin delivery without providing an error message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.